Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box , lot #73g1700243. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples jammed when the doctor tried to use the device. There was no reported patient injury.